Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with stripped battery cap, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the insulin pump died and they were unable to remove the battery cap. The customer's blood glucose was 569 mg/dl at the time of the incident. The customer reported that she was treating the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.